Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachycardia response (atr) episodes. The patient received an inappropriate shock due to supraventricular tachycardia (svt) during a 5k run and the system was reprogrammed up to 200 beats per minute for the therapy zone, but it was not known if this occurred with this system or the patient's old competitor system. Additionally, there was right atrial (ra) lead noise noted. Data was reviewed and boston scientific technical services observed short episodes of atrial noise and or artefacts. The most recent inappropriate atr events had been caused by the sensing of atrial oversensing noise. Suggestions were made to exclude mechanical issues and lead impairment by having the patient perform maneuvers to try to reproduce noise, perform lead evaluation and confirm all electrical testing. No additional adverse patient effects were reported. This device and competitor rv and competitor ra lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial tachycardia response (atr) episodes. The patient received an inappropriate shock due to supraventricular tachycardia (svt) during a 5k run and the system was reprogrammed up to 200 beats per minute for the therapy zone, but it was not known if this occurred with this system or the patient's old competitor system. Additionally, there was right atrial (ra) lead noise noted. Data was reviewed and boston scientific technical services observed short episodes of atrial noise and or artefacts. The most recent inappropriate atr events had been caused by the sensing of atrial oversensing noise. Suggestions were made to exclude mechanical issues and lead impairment by having the patient perform maneuvers to try to reproduce noise, perform lead evaluation and confirm all electrical testing. No additional adverse patient effects were reported. This device and competitor rv and competitor ra lead remain in-service.